Event description:
Braun kit used for placement of epidural catheter. Epidural catheter easily threaded by anesthesiologist. Anesthesiologist unable to flush catheter at all after numerous attempts. Per anesthesiologist, "it seems like the catheter doesn't have any holes in it." Catheter removed. Epidural procedure repeated with another kit. Placed w/o difficulty. Nurses relayed this had happened previously - probably within the last week - but the catheter and packaging had not been kept or the incident reported at the time.